Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist, section: table 3.2 impella catheter components, ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings, ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received from the protect IV study regarding a patient who underwent high-risk percutaneous coronary intervention (pci) and was implanted with an impella cp device for mechanical circulatory support. The study reported after conclusion of impella mechanical circulatory support, the patient was seen in follow-up (approximately 41 days post device explant) and was noted to have a possible suture granuloma to the left groin access site, which was treated with antibiotics. The patient was free of signs and symptoms of an active infection. The event was determined to be not related to the pci but rather definitely related to th impella procedure and the impella device used. The outcome was noted as "ongoing;" however, no further report regarding this and other events has been received.